Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however grommet damage was noted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that noise was found on right ventricular tip, ring, and coil. A lead malfunction was suspected. The lead was capped. The device was replaced at the time of lead replacement. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.